Event description:
Long hair wrapped in the suction tubing.

Manufacturer narrative:
A complaint was received on (B)(6) 2023 reporting long hair wrapped in the suction tubing. A supplier corrective action request (scar) was issued to the tubing supplier amsino international, inc. The sample has not been returned to deroyal for evaluation at this time. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Manufacturer narrative:
A complaint was received on 01/26/2023 reporting long hair wrapped in the suction tubing. A supplier corrective action request (scar) was issued to the tubing supplier (B)(4). A picture of the sample was provided to deroyal for evaluation. Root cause was determined by the supplier (B)(4), inc. To be the staff did not dress and wear hair nets as required during the production of the product. The long hair wrapped in the tubing was an isolated incident. The following corrective and preventive actions have taken place by (B)(4): relevant quality personnel and production personnel have been trained. Reserved samples were checked, and no hair was found on the product. Amsino also checked the inventory and the products under production, found no such problems. They will check the dress of the staff and will strengthen the control of nonconformity products. Production records were reviewed, and no issues were found. An inventory check of the tubing was made by deroyal, a total of 50 of the 5-3279 were inspected, and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.